Event description:
According to the reporter, the device would not inflate. The trach was tested under water, but there was no indication of a leak. Replacement of the tube was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.